Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 95% stenosed, 2.75 x 19 mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified right coronary artery (rca). After pre-dilatation was performed with a 2.75 x 20 mm emerge balloon catheter resulting to 83% residual stenosis, a 24 x 2.75 rebel stent was advanced but had difficulties passing through the angle of the blood vessel. The device was removed and the proximal portion of the stent was found to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated.  Device evaluated by MFR.: returned product consisted of the rebel sds (stent delivery system) with stent. The shafts, tip, markerbands, balloon, and stent were microscopically examined. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure on the balloon between the markerbands. Microscopic examination presented no damage to the device or stent. The guidewire used in the procedure was not received with this device, so functional testing was performed using a test guidewire. The guidewire advanced through the exit notch and tip of the device with no resistance or issues. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 95% stenosed, 2.75x19mm, eccentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and moderately calcified right coronary artery (rca). After pre-dilatation was performed with a 2.75x20mm emerge balloon catheter resulting to 83% residual stenosis, a 24 x 2.75 rebel stent was advanced but had difficulties passing through the angle of the blood vessel. The device was removed and the proximal portion of the stent was found to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.